Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6). Evaluation of the submitted computed tomography (CT) scan revealed a dark area underneath the bend relief; however, evaluation of the returned outflow graft and bend relief did not confirm an obstruction that would have been present during patient support. Additionally, the reported low flow alarms could not be confirmed through this evaluation as the submitted log files did not capture any low flow alarms. A direct cause for the reported event could not be conclusively determined through this evaluation. The account reported that the patient was seen for evaluation for a heart transplant. During the evaluation work-up a computed tomography (CT) scan with contrast revealed a suspected outflow graft occlusion. The patient also reportedly had previously experienced low flow alarms with positional changes that would self-resolve when the patient stood up. The patient reportedly did not have any clinical symptoms related to thrombus and the account reported that there were concerns for outflow graft compression. The patient ultimately underwent a heart transplant on (B)(6) 2021. (B)(6) was returned assembled with the pump cable severed approximately 5 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged, and the apical cuff was returned attached to the cuff lock. The pump was exposed to a fixative. Evaluation of the normal tissue accumulation between the outflow graft and outflow graft bend relief did not reveal evidence of an obstruction that would have been present during patient support. The outflow graft assembly was returned fixed in a u-shape. Removal of the outflow graft from the bend relief straightened and possibly creased the outflow graft. The normal tissue ingrowth underneath the bend relief had been altered by a fixative and it could not be determined if any part of the outflow graft crease was present during patient support. Additionally, the interior textured surface of the outflow graft revealed no depositions or thrombus formations. Upon disassembly of the returned pump, examination of the remaining blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, rev. C, is currently available. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen for evaluation for dual listing for heart transplant. On (B)(6) 2021, during the evaluation work-up, a computed tomography (CT) with contrast was obtained per protocol and revealed that the proximal part of the outflow cannula had abnormal visual characteristics extending to the pump body. There was suspicion for thrombus based on the visual characteristics of the outflow graft stenosis noted on the CT scan. The patient was also found to have a lactate dehydrogenase (ldh) level of 374 and low plasma hemoglobin. It was additionally reported on (B)(6) 2021 that the patient previously was noted to have low flow alarms which occurred when the patient bent over. These alarms would resolve once the patient stood back up. The patient's transplant status was elevated due to the aforementioned issues. It was additionally reported on (B)(6) 2021 that the patient's international normalized ratio (inr) was therapeutic upon admission at 3.0. It was reported on (B)(6) 2021 that the patient was successfully transplanted on (B)(6) 2021 and the device would be returned due to concern for outflow graft compression.